Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds while in bipolar configuration. The lead was programmed to unipolar, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 lead, implanted: (B)(6) 2005. (B)(4).